Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with operating currents within spec. No unexpected replace battery now or power loss alarms noted.pump received with scratched case, serial number label fading, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they got low battery alarm on insulin pump. The customer also mentioned that they had high blood glucose level of 349 mg/dl. The customer had symptoms like hunger. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.